Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a was, dilator and wds. There was blood on the devices. The tip was prolapsed in the lumen and part of the inner liner was partially detached. The partial detachment of the inner liner was due to the severe damage to the tip. Functional testing was performed by using the wds from the related complaint. The inner diameter (ID) of the was and the outer diameter (od) of the delivery system met specifications. The wds could not be completely advanced through the was as the kinks in the wds and damage to the was prevented advancement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03318. Reportable based on product analysis completed on (B)(4) 2015. It was reported that tip damage occurred. A left atrial appendage closure procedure was performed. After a full recapture of the 27mm watchman ® laa closure device & delivery system, the watchman ® double curve access sheath was going to be used again. A second 27mm watchman ® laa closure device & delivery system was prepped and advanced; however, it would not advance properly to the markerband. It looked like the soft tip of the watchman access sheath was folded over. The physician completed the procedure by removing the access sheath and replacing with another access sheath. No patient complications were reported. However, returned product analysis revealed the inner liner was partially detached.